Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified high glucose reading on the abbott diabetes care (adc) device and it's unknown whether a trend arrow was noted on the device. The customer experienced dizziness and self-treated with dextrose (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.